Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the lead had high impedance. The patient underwent an ipg replacement procedure, during which the lead was broken. A portion of the lead was removed, while the other portion remained in the patients body. The patient was doing well postoperatively, and the explanted devices will not be returned, as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 18968184.